Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were removed and no issues with the infusion set cannula was observed. New supplies were loaded onto the pump and insulin delivery was resumed. There was no reported impact to customer's blood glucose during this event. Pump system check with tandem technical support found the pump to be functioning properly. Customer met with tandem clinical diabetes specialist and additional training was provided. Customer was satisfied.